Manufacturer narrative:
(B)(4). A visual, dimensional, and functional inspection of the device involved in the complaint could not be conducted since the device was not received by the manufacturer at the time of this report. The device history record was reviewed and no issues or discrepancies were found which could potentially relate to this complaint. Customer complaint cannot be confirmed based only on the information provided. In order to perform a proper and thorough investigation to confirm the complaint and determine the source of alleged defect reported it is necessary to evaluate the sample involved in this complaint. If the device sample becomes available at a later date this complaint will be updated accordingly.

Event description:
Customer complaint alleges "the white plastic handle on the bite guard broke when being removed from a patient." Customer reported there was not injury or consequence to the patient. Patient condition reported as "fine".